Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user consulted a physician who recommended that he saw a local wound ostomy and continence nurse (wocn). End-user plans to schedule an appointment to see wocn. End-user plans to schedule an appointment to see wocn. The use of new convex wafers were discussed with end-user, and samples were sent. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Info reported as follows: "customer placed a wafer on (B)(6) 2013. Wafer was removed on (B)(6) 2013. Upon removal, end-user noticed that an elongated intact blood blister with no bleeding or pain to abdominal skin at the 2 o'clock position of stoma's edge. It is reported that the blister measures about 1/8 x 3/8 of an inch long.

Manufacturer narrative:
The product associated with batch 3b01987 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 23, 2015. A batch review was performed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).